Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had few error codes and random or unexplained no delivery alarm. Customer's blood glucose level was unknown. Customer also stated that the battery life was diminished, transmitter readings way off and lost sensor alarm too. Insulin pump will not be returned for analysis.